Event description:
Information received indicates the bed has no power, a fuse is blown on the power board and the board has water damage.

Manufacturer narrative:
The technician replaced the power board to repair the bed.